Manufacturer narrative:
Per additional information, this MDR has been identified as a duplicate of a previously submitted complaint with manufacturer report # 1213809-2019-00351 and patient identifier (B)(6).

Event description:
It was reported that the unknown bd needle experienced cannula breakage. The customer reported, "consumer called in to report that he had an needle issue that shot off and got stuck in his skin yesterday."

Manufacturer narrative:
Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unknown bd needle experienced cannula breakage. The customer reported, "consumer called in to report that he had an needle issue that shot off and got stuck in his skin yesterday."